Event description:
Customer reported she was hospitalized due to experiencing diabetic ketoacidosis and high blood glucose of 525 mg/dl. Blood glucose value at the time of admission was 482 mg/dl. Customer stated she has vision problems, her right eye went black, she was vomiting, nauseous and her muscles were hurting. Customer was wearing the insulin pump at the time of the incident and the cannula was bent on the infusion set. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time and date are set up correctly. Basal rates and bolus wizard settings are unknown. Insulin pump passed the high pressure test. None no delivery alarms found in the history. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.